Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: moisture was observed underneath the display lens. The pump powered up to a distorted display. The pump was unable to complete a 24 hour duration test due to intermittent power loss. There were multiple call service 078 alarms observed in the black box. The pump alarmed with call service 078 alarm upon the first rewind attempt. The reported call service 078 complaint was duplicated. The internal motor was found to be defective. There was moisture damage found on the printed circuit board, display, and keypad connector.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.